Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: review of the black box data revealed consecutive records of power on reset dated (B)(6) 2014. On examination, the pump and the battery cap were intact without damage. The battery cap was evaluated and found to be within the required specifications and secured to the pump properly and maintained electrical connection during the investigation. The pump was exercised for 24 hours without interruption or loss of power. The pump was opened for investigation and did not reveal evidence of damage, defect or contamination of the pump¿s interior components, including the power circuit. Investigation did not duplicate the reported intermittent power issue and the pump was found to be operating within the required specifications without malfunction.